Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself when monitoring a patient. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Event description:
The customer contacted stryker to report that their device powered off by itself when monitoring a patient. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue but was unable to duplicate it. Stryker replaced the battery pins and the j11 connector was reseated to resolve the issue. The power supply was replaced as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.